Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and quality deviations were observed, however, without the sample of the complaint or confirmation of the batch involved, it is not possible to associate this with the claimed occurrence. No samples/ photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced difficult plunger movement during use. The following information was provided by the initial reporter: it was received three market complaints with customer complaining that is not possible to move the syringe's plunger. Customer informs: the lots of syringes involved in the production of the eurofarma product lots are 9226882, 9226885, 9226887, 9343672 and 9226883. As we have not received these samples, it is not possible to identify which of the aforementioned bd lots presented the deviation.

Manufacturer narrative:
Date of event: unknown. The specific lot number(s) involved could not be verified. There were multiple lot numbers that may have been involved. The information for each potential lot number is as follows: medical device lot #: 9226882; medical device expiration date: 2024-08-31; device manufacture date: 2019-09-19. Medical device lot #: 9226885; medical device expiration date: 2024-08-31; device manufacture date: 2019-09-23. Medical device lot #: 9226887; medical device expiration date: 2024-08-31; device manufacture date: 2019-09-25. Medical device lot #: 9343672; medical device expiration date: 2024-12-31; device manufacture date: 2020-01-09. Medical device lot #: 9226882; medical device expiration date: 2024-08-31; device manufacture date: 2019-09-19. Medical device lot #: 9226883; medical device expiration date: 2024-08-31; device manufacture date: 2019-09-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced difficult plunger movement during use. The following information was provided by the initial reporter: it was received three market complaints with customer complaining that is not possible to move the syringe's plunger. Customer informs: the lots of syringes involved in the production of the eurofarma product lots are 9226882, 9226885, 9226887, 9343672 and 9226883. As we have not received these samples, it is not possible to identify which of the aforementioned bd lots presented the deviation.